Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine and crp assay results for three patient samples tested on a cobas c 503 analytical unit. Creatinine: sample 1: the initial result was 28 mol/l. The repeat result was 84 mol/l. Sample 2: the initial result was 107 mol/l. The repeat result was 307 mol/l. Crp: sample 3: the initial result was 8 mg/l. The repeat result was 18 mg/l.